Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician removed stones with this device several times and noticed a ¿transparent threadlike thing¿ from the basket wire. The basket was then removed from the patient and the threadlike thing was taken from the basket with the use of gauze, and it was observed to be like resin. The device was able to be used continuously, to successfully complete the procedure, without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore the root cause of the reported issue could not be determined. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician removed stones with this device several times and noticed a "transparent threadlike thing" from the basket wire. The basket was then removed from the patient and the threadlike thing was taken from the basket with the use of gauze, and it was observed to be like resin. The device was able to be used continuously, to successfully complete the procedure, without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(6) 2014. There was no visible damage to the device reported. The physician did not notice the "transparent threadlike thing" on the device during preparation for the procedure.